Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, an unspecified malfunction occurred. The customer's blood glucose was 60 mg/dl. Reportedly,the malfunction alarm was cleared, and insulin delivery was able to be resumed.